Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced stuck button and display anomaly. The customer's blood glucose value was 86 mg/dl. The customer stated that they load the reservoir and the button got stuck. The customer stated that the screen is full black and the pump kept beeping. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hours and no blank display or black display anomalies noted. The power connector plug in and locked in place properly. The insulin pump powered up properly after battery installation. All buttons responding properly. No damage or moisture damage was found on the keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The insulin pump passed leak test. The insulin pump had minor scratches on the lcd window.